Manufacturer narrative:
Implanted device remains.

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test 2008, indicate the device is functioning according to manufacturer's specifications. The patient underwent revision surgery 2008, to reposition the electrode array and reportedly is doing well.